Event description:
A malfunction on the pump was reported by the customer. The customer's blood glucose level was not adversely impacted, with levels remaining within a safe range. The customer switched to multiple daily injections as an alternate form of insulin therapy, and technical support arranged to send a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, and the customer acknowledged and understood the guidance given.